Event description:
The rptr stated that the MFR's package insert states "do not cut the guide wire." Before insertion, the PICC was cut to length and inadvertently the guide wire was nicked. The PICC was inserted and the guide wire was removed. However, two days later, 35 centimeters of the guide wire wrap was protruding from the PICC. No adverse pt effects. An x-ray was done but did not reveal any unusual images.